Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Section a2: patient information age: reflects the study median age of the patients in the robotic group. Section a3a- patient gender represents the majority of the patients in the robotic group. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Citation (apa): taylor, j., arias-espinosa, l., mcgeoch, c., shah, v., shyu, e., shahi, n., rodier, s., kaplan, b., malcher, f., & damani, t. (2025). Validation of the acs-nsqip surgical risk calculator for patients with paraoesophageal hernias undergoing robotic repair. Surgical endoscopy, 39(8), 5255¿5262. Https://doi.org/10.1007/s00464-025-11886-z.

Event description:
A review of the article reported the following adverse event. One patient had a cd iva complication requiring return to the or for an acute gastric volvulus. The customer stated there was no intuitive surgical inc. (Isi) device involved with this reported event.